Manufacturer narrative:
Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of battery. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Additional information: due to characterization limit e1, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 iabp (intra-aortic balloon pump) is alerting battery replacement required. There was no patient involvement.